Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose. The nurse reported that the customer had bent cannula. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer's blood glucose was 202 mg/dl at the time of call. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse stated that the customer believed that the bent cannula caused the high blood glucose and declined troubleshooting. The insulin pump will not be returned for analysis.